Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1 connector pin. All fragments were received for analysis and visually and electrically analyzed. The visual inspection of the returned fragments revealed abrasion marks along the lead body. In particular, between 20 cm and 21 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with an implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. Furthermore, cuts in the insulation and a deformed fixation helix were observed. It is reasonable to assume that these damages occurred during the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Due to the fragmented state of the lead the mechanical inspection and the functional test of the helix fixation mechanism was not properly feasible. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This lead was explanted due to dislodgement. Should additional information become available, this file will be updated.